Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received an excessive no delivery alarm from her insulin pump. The customer's blood glucose level was 384 mg/dl. Standard troubleshooting was performed. The customer stated the alarm occurred after a new battery was inserted. The product has been returned. Nothing further was reported.